Event description:
It was reported that during a laparoscopic appendectomy procedure, upon placement of the device in the abdomen, after firing across vessel, they noted that the cartridge was not in place properly. The vessel had been cut without staples being deployed to maintain hemostasis. They checked the cartridge installation technique. Determined the cartridge had been loaded correctly. The device was then loaded with a blue cartridge to ligate the appendix. It fired correctly and the appendix was removed. The surgeon noted some bleeding and requested for another reload. The device was loaded with a white cartridge. Upon firing, it could not be fired properly. After manipulation, the surgeon forced the load to fire the staples and cut the tissue. The stapling was completed. No patient impact reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.